Manufacturer narrative:
H3: device not received by manufacturer. B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device stopped without an alarm for a couple of hours. Per reporter the patient did not feel good with chest hurting and shortness of breath. The pump was restarted with battery change and remodulin was infusing, symptoms have resolved. No further details provided.

Manufacturer narrative:
Device evaluation: no product was returned. The investigation determined the most probable cause to be the pump¿s battery dying during infusion as the issue was resolved when a new battery was inserted; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.